Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: attached data logs were reviewed. Engineering analysis of customer data verified observation of noise on the reference signal. Elevated relative noise values (rnvs) for the questioned run are consistent with the observed noise in signal that produced discrepant results. The character of the observed noise in the reference and rnvs consistently high is usually associated with a fault in the lamp circuit. However, the service performed on the on m2000rt sn (B)(6) was the replacement of the fam filter module. Activity text in the complaint ticket suggests the replacement of the fam filter module and successful execution of the required calibrations returned the m2000rt instrument to normal operation. Quality data review: corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review: complaint history review showed that, over the last two years, ten additional tickets were identified as related to the realtime sars-cov-2 amp kit, ln 09n77-90 having noise in the reference dye signal that caused false positive results. Eight tickets were independently investigated and did not identify a product deficiency. The remaining two ticket are currently under investigation. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01). Additionally, there is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77).

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported 10 patient samples that generated suspect positive results when running the realtime sars-cov-2 assay. Customer suspected samples because they noticed unspecific amplification, therefore, they repeated the samples on another platform they have in their lab which generated negative results. The suspect realtime results were not reported, and therefore, had no impact to patient management. Field service engineer replaced the vic filter per latest version of the service manual. All verifications passed and indicate the instrument is running according to specification. Customer accepted the instrument for routine use. This incident is being reported to FDA because the incident occurred in italy using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.